Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The cine was received and reviewed by a clinical specialist who concluded that the images confirm the restenosis of both implants. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of myocardial infarction and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the use of the device. The investigation was unable to determine a definitive cause for the patient effects however the treatments appear to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with angina pectoris. The index procedure performed on (B)(6) 2015 was to treat two lesions: one located in the proximal left anterior descending (lad) with 90% restenosis and one located in the distal right coronary artery (rca) with 90% stenosis. Predilatation was performed in the lad with a 2.5 x 15 mm and 3.0 x 20 mm non-abbott balloon catheter up to 10 bar. A 3.5 x 23 mm implant was deployed at 8 bar for 2 seconds (sec) and post-dilated with a 4.0 x 15 mm non-abbott balloon catheter at 15 bar for 5 sec. Multiple pre-dilatations were performed with both a 2.5 x 15 mm and a 4.0 x 15 mm non-abbott balloon catheter. A 3.0 x 18 mm xience xpedition was implanted in the rca at 12 bar and post dilated with a 3.0 x 15 mm non-abbott balloon catheter at 20 bar. The final angiographic residual stenosis was less than 10%. The patient was placed on the following dual anti-platelet therapy (dapt): aspirin 100 mg life long and plavix 75 mg for one year. On (B)(6) 2015, the patient came back to the hospital presenting with a non st elevated myocardial infarction. The angio showed 90% restenosis in both implants. The patient was transferred for coronary artery bypass graft. The patient is doing well. It is unknown whether the patient was compliant with the dapt prescribed. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional review of the cine was performed by an abbott vascular clinical specialist which concluded the following: the lad was treated with a 3.5x23mm implant which was left under expanded. The patient returned 7 months later with restenosis. The distal rca was treated with a metallic stent and the patient returned with restenosis in the distal stent and at the margin beyond the stent. The area just distal to the stent may have been inadvertently injured during post dilatation of the stent which contributed to this restenosis.